Manufacturer narrative:
Correction to initial report: date of event. Correction to follow up 1: concomitant medical products.

Event description:
The customer reported that the tubing cracked at the hub and leaked while connected to a patient. There was no report of patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing leaked while connected to a patient. There was no report of patient harm.

Event description:
The customer reported that the tubing cracked at the hub and leaked while connected to a patient. There was no report of patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The customer¿s report that the tubing was cracked at the hub was not confirmed; however the report that the tubing leaked was confirmed. Functional testing was performed; a leak was observed coming out from the top of a bonded valve on the reported suspect quadfuse set with a mating component attached to the top of the valve. Further inspection of the valve top observed a microchannel/scratch within the interior diameter. The root cause of the leak was a microchannel/scratch within the interior diameter of the maxzero valve. The root cause of the microchannel/scratch is a manufacturing issue.

Event description:
The customer reported that fluid leaked from the morphine port and the primary tubing during patient use. The tubing was found cracked at the hub. There was no report of patient harm.